Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 16 devices were evaluated in the field and the issue was confirmed; 7 units had broken/damaged components, 4 had loose components, 3 had worn components, 1 had a bent component and 1 had a missing component. The devices were repaired and returned. 13 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 29 malfunction events, where it was reported the brakes, zoom, big wheel, or 5th wheel were difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
The remaining 13 devices were evaluated in the field but the issue was not confirmed; no defects or malfunctions were found.

Event description:
This report summarizes 29 malfunction events, where it was reported the brakes, zoom, big wheel, or 5th wheel were difficult to engage/disengage. There was no patient involvement.